Event description:
It was reported that prior to implant, a helix anomaly was observed.

Manufacturer narrative:
(B)(4). The reported helix anomaly was confirmed in the laboratory. The helix was noted to be jumpy upon actuation. The cause of the jumpy helix could not be determined.